Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type lead.

Event description:
A healthcare provider reported malfunction of spinal cord stimulator with removal of stimulator battery and partial removal of lead. Intractable pain status was reported. The indication for implant was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.